Manufacturer narrative:
The investigation into the limb limb ischemia ¿ irreversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 38-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp and ECMO (extracorporeal membrane oxygenation) support ongoing for a patient admitted in a vfib (ventricular fibrillation) arrest. The patient developed limb ischemia and bilateral reperfusion sheaths. The team additionally stated they were going to explant and replace with a 5.5 pump via the axillary site. The cp and ECMO remain on at this time.